Event description:
It was reported that r wave oversensing, post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). There were no patient consequences.